Event description:
The customer reported to olympus, the bronchovideoscope was generating a chip error and there was no image transmission. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a b30 (scope communication error) occurs. In addition, the evaluation found the scope connector cover unit was deformed, the plug unit has corrosion due to water leakage, there was no electrical continuity due to damage on distal end, due to wear of the angle wire, the bending angle in the up direction does not meet the standard value. Adhesive on the bending section cover has wear, due to adhesive peeling of the distal end, the distal end was not secured, and the connecting tube is deformed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.